Manufacturer narrative:
No product has been returned for evaluation as there was no alleged product malfunction. The cardiovascular surgeon confirmed bleeding from segmental arteries and inferior vena cava. Clipping was performed and bleeding stopped no product was replaced. Potential adverse events and complications "... As with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels..." "... Potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury..." No allegation of product malfunction.

Event description:
Reportedly, about 20 year ago patient underwent a lumber interbody fusion procedure at l5/s levels using another manufacturers products. On (B)(6) 2017, a revision procedure was performed to place an anterior column realignment cage at l4/5 levels. While releasing the anterior longitudinal ligament, bleeding was confirmed from the segmental arteries and vena cava. Pressure hemostasis and clipping was performed and bleeding stopped. Patient is reported to be doing well.